Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with moisture damage on the lcd board. No missing segments partial display noted. The insulin pump passed displacement and pump self tests. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
It was reported that the screen of the customer's insulin pump had condensation behind it. His or her blood glucose was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported.